Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿unit has rotor error alarm.¿ upon triage of the unit on 11/29/2017, service found that the unit was not passing the rotor error alarm section of the performance verification. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage of the unit, on (B)(6) 2017, service found that the unit was not passing the rotor error alarm section of the performance verification.